Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water leaked from foley catheter during use. (Not checked inside due to severe contamination). Per investigator's notification received on 04apr2025, it was reported that the foley catheter balloon had ruptured found during sample evaluation on an additional sample received.

Manufacturer narrative:
The reported event has been confirmed and is being investigated by capas 12866756 & 12474528. Received (4) photo samples. The first photo was a top view of the two way catheter. The second photo was a zoomed in view of the tip of the catheter with tear visible in the balloon. The third photo was of the inflation cap with the batch # nghx4977. The last photo was of the tray labeling with batch # myjs3597. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley catheter with sample port connector, syringe, and packaging label. Visual inspection noted balloon burst measuring 0.3825in. This is out of specification per inspection procedure (B)(4), which states, "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." Risk review, labeling review, and DHR review are not required as the event is being investigated per capas 12866756 & 12474528. Refer to CAPA 12866756 & 12474528 for further details. Correction: d,e,h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water leaked from foley catheter during use. (Not checked inside due to severe contamination). Per investigator's notification received on 04apr2025, it was reported that the foley catheter balloon had ruptured found during sample evaluation on an additional sample received.